Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported the cartridge was leaking. Additionally, it was reported that there was a piece of white septum in the syringe. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. The customer's blood glucose was 126-127 mg/dl.